Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this complaint was received for examination. Investigation of the photo evidence cannot confirm the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 29 broach in the attune revision rp and broach tray would not let the stem trial screw down all the way. It did not affect surgery.